Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture with saline implant (deflation).

Event description:
Patient reported rupture for saline implants. This record is for the left side. Device was explanted.